Event description:
Additional information was received that the lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a lead dislodgement was noted. The lead was revised to resolve the issue, but it is unknown whether the lead remains active. The patient was in stable condition.